Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 17/apr/2024 this peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly messages over the last week during treatment on the liberty select cycler. The patient advised she was diagnosed with an infection and was started on antibiotics. Additional information was obtained through follow-up with the patient. The patient stated the unspecified infection was peritonitis. The patient was being treated with antibiotics. The patient also reported that on (B)(6) 2024 she had the pd catheter (not a fresenius product) replaced. Further details pertaining to the patient¿s peritonitis event were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2024 with cloudy pd fluid and complaints of diarrhea. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration not provided). The patient was diagnosed with peritonitis. The patient¿s white blood cell count (wbc) was elevated to 2,844. After five days, the pd culture shows no organism growth, but a high white cell count. The cause of the peritonitis is unknown. The only issue the patient reported was poor drains. The patient had a pd catheter (not a fresenius product) revision (not a replacement as the patient reported) completed on (B)(6) 2024. The patient did not report any fluid leak or other issue with the liberty select cycler or cycler set related to this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The pd cultures were negative for growth. Not all pd fluid cultures always yield an organism in patients with clinical findings of peritonitis. Although a cause could not be determined, touch contamination is the primary cause of peritonitis with the pd catheter being the source of infection for most pd-related cases of peritonitis. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2024 this peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly messages over the last week during treatment on the liberty select cycler. The patient advised she was diagnosed with an infection and was started on antibiotics. Additional information was obtained through follow-up with the patient. The patient stated the unspecified infection was peritonitis. The patient was being treated with antibiotics. The patient also reported that on (B)(6) 2024 she had the pd catheter (not a fresenius product) replaced. Further details pertaining to the patient¿s peritonitis event were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2024 with cloudy pd fluid and complaints of diarrhea. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration not provided). The patient was diagnosed with peritonitis. The patient¿s white blood cell count (wbc) was elevated to 2,844. After five days, the pd culture shows no organism growth, but a high white cell count. The cause of the peritonitis is unknown. The only issue the patient reported was poor drains. The patient had a pd catheter (not a fresenius product) revision (not a replacement as the patient reported) completed on (B)(6) 2024. The patient did not report any fluid leak or other issue with the liberty select cycler or cycler set related to this event.